Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The physician placed a taxus express2 2.5x24mm drug eluting stent to the distal left internal mammary artery (lima); however, after stent placement, they found a dissection. A total of 5 taxus stents, unk sizes, were used for repair and lesion treatment. Pt status is satisfactory. Add'l info regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.